Event description:
A site reported to rxsight that a patient's light adjustable lens (lal, sn (B)(6), +14.0d) was explanted prior to any light treatments due to a refractive surprise post-implantation. The lal was replaced with another lal of a different power (sn (B)(6), +21.5d).

Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).

Manufacturer narrative:
This supplemental report is submitted to provide the results of the investigation and provide a correction. Correction to section d9. Updates to sections h3 and h6. The explanted lal was returned to rxsight. A visual inspection was performed. A cut was noted consistent with damage as a result of explanting the lens. No other anomalies were noted.